Event description:
It was reported that the patient had a major back surgery, a reconstruction, on the day prior to the report, and the it was found that the catheter was not in the right place. It was stated that the patient may not need the pump following this back surgery, so it was decided to discontinue the use. The pump was turned off. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 87 31sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).